Event description:
The customer's husband reported that the customer was attempting to set the insulin pump but that the insulin pump would not retract. The customer's blood glucose was unknown. The customer's husband explained that the insulin pump alarmed no delivery and notified the customer of a missed bolus. The customer was assisted with clearing the alarm. The customer declined troubleshooting for the no delivery alarm. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.